Manufacturer narrative:
As of today, this lead remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that insulation damage/defects are known inherent risks as described in the instructions for use manual for this model lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure for normal battery depletion (nbd), a lead kit was used on the pace/sense and proximal portion of this right ventricular (rv) lead. Insulation damage was suspected. This lead remains in service. No adverse patient effects were reported.